Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00x38mm promus element long stent was advanced to treat the lesion. However, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00x38mm promus element long stent was advanced to treat the lesion. However, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: promus element, mr, ous 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent row 15 was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.